Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation discovered a rent measuring approximately 0.1 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unknown saline breast prostheses. Left breast prosthesis deflation was diagnosed by doctor examination. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 4/14/2018, mentor became aware that the correct date of event was (B)(6) 2018 and that the concomitant product had rippling. Mentor also became aware that as a result of the left breast prosthesis deflation and right breast prosthesis rippling, the patient underwent bilateral removal and replacement with these devices: mentor memorygel breast implant 650cc catalog #shpx650 lot #7520416 sn #(B)(4) and mentor memorygel breast implant 650cc catalog #shpx650 lot #7520416 sn #(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Concomitant products: unknown saline implants. Manufacturer¿s reference number: (B)(4).